Event description:
It was reported that during the implant procedure, there were issues with three leads. Lead ((B) (4)/6947) reported helix malfunction and explant damage. The other two leads ((B) (4)/4196 and (B) (4)/4194) were reported with positioning difficulty. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the devices is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected the number of patients involved. Corrected the professional flag for the facility. Evaluation summary: (B)(4): helix disengaged from helical channel, outer insulation breached cut, tip seal observation, and blood noted on several conductors and helix; the helix will not extend due to being over-retracted; full lead returned and analyzed. (B)(4): no anomalies found. Full lead returned and analyzed. (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during the implant procedure there were issues with three leads. Lead ((B)(4)) had helix malfunction and explant damage. The other two leads ((B)(4) and (B)(4)) were reported with positioning difficulty. The leads were not implanted. No patient complications have been reported as a result of this event.